Manufacturer narrative:
There was no death associated with the inappropriate defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed at the distributor. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a low energy pulse during the treatment event. This problem was unable to be duplicated. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Electrode belt sn (B)(4) has been returned to the distributor but has not been evaluated yet. Device evaluation includes review of downloaded software flag files on the days surrounding the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Device manufacture date: monitor - (B)(4) - 01/30/2016, belt - (B)(4) - 10/25/2012. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock was lack of response button use by the patient during the false detection. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was oversensing of low-amplitude cardiac signal and multiple counting. The multiple counting satisfied the rate detector of the detection algorithm. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(6) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of two shocks. It was reported that the patient was conscious at the time of the treatment shocks and that the patient's girlfriend was a witness to the events. The first treatment was delivered at 2:36:01 pm. The patient's rhythm at the time of the treatment was sinus tachycardia at 120 bpm with motion artifact pvcs, oversensing, and multiple counting. The oversensing and multiple counting contributed to the false detection. The second treatment was delivered at 10:56:12 pm. The patient's rhythm at the time of the treatment was sinus rhythm at 75 bpm with motion artifact pvcs, oversensing, and multiple counting. After this treatment was delivered, the cardiac ECG signal was lost due to ECG interference or disconnection. The device delivered the second treatment and then immediately reset. The energy delivered during the second treatment pulse was 117 joules. The low energy pulse was due to voltage bias from improper placement of the electrodes and therapy electrodes and the pulse being delivered into an open load. This is consistent with the 0 ohm impedance after the second treatment was delivered. The response buttons were pressed after the treatment event. The response buttons functioned appropriately. Oversensing of low-amplitude cardiac signal and multiple counting contributed to the false detections. The multiple counting satisfied the rate detector of the detection algorithm. The patient received medical attention at the hospital emergency room. There was no death associated with the inappropriate defibrillation event.